Manufacturer narrative:
This right ventricular (rv) lead remains in service. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information this patient developed vein thrombosis in the right leg. The patient experienced shortness of breath and higher fatigue on exertion. It was noted this patient had pericardial effusion without signs of cardiac tamponade. The decision was made to drain the fluid, and treat effusion with medication. The etiology remains unknown. The patient was discharged in a stable condition, and a planned heath assessment and echocardiograph were scheduled.